Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The customer rewound the insulin pump and attempted to prime, but it alarmed. The displacement and self test could not be performed. The customer's glucose reading was 136mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error and was not able to prime during the basic occlusion test as a result of a loose drive support disk. The insulin pump had a cracked reservoir tube and missing end cap sticker. Further testing could not be performed due to the loose drive support disk.